Event description:
It was reported that the patient is experiencing knee pain, numbness, and burning sensation. Patient is unable to comfortably walk long distances, cannot sit with her leg bent for long periods of time, cannot ride a bicycle or run, and cannot stand for long periods of time.

Manufacturer narrative:
Primary surgical notes indicated that there was significant osteoarthrosis of the medial compartment with minimal articular cartilage still present on the tibial plateau and the medial femoral condyle and the very tip of the posterior horn of the medial meniscus was still intact. There were no complications noted during the surgery and the patient's knee was put through a range of motion noting excellent motion from 0 to 130 degrees and strong ligament control. The patient presented with recurvatum in full extension and both medial and lateral collateral ligament laxity in extension by several millimeters. There was also significant mid flexion and flexion instability anterior and posterior. After a revision surgery, the patient had much better flexion and flexion anterior and posterior stability; however, the patient continues to experience the discomfort noted. This device is used for treatment. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.